Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined additional troubleshooting and planned to call back if issue persisted, and no further actions were documented.